Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown. Customer removed the battery carrier and put it back in then the screen would not turn on. Customer stated the metal part on the battery carrier is cracked. The customer was advised that there is nothing we can do for this 508 pump since there are no pump replacements and accessories for this device. The customer was advised to get a new insulin pump model. The customer advised that he will speak to his wife and call back.